Manufacturer narrative:
The allegation the electrode was missing was confirmed. Visual inspection of the returned lead confirmed the first stim electrode was missing. A broken wire was also observed in the lead body creating an electrical open in channel 3. The broken wire is consistent with the lead being subjected to an overstress condition during the implant procedure. Per the event details, resistance was encountered while removing the lead from the patient. It could not be determined if this contributed to the electrode becoming detached from the lead. Manufacturing investigation results: neuro lead DHR for model #: 3086 serial #: 18578581 was reviewed and it confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit.based in the above the event of missing electrode is consistent with the handling of the lead and the needle during the explant process.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported when the physician was removing the trial lead from the patient, he felt resistance in one of the leads and once he pulled it out, he found that the first electrode on the lead was missing. The one electrode is left in the patient at l1-l2. Plan is to remove the electrode during the patient's perm implant.